Manufacturer narrative:
(B)(4). Date sent: 11/8/2024 d4: batch # unk additional information was requested, and the following was obtained: where on the lung parenchyma was the stapler fired? ¿¿bronchus and fissure did the patient have any underlying pleural thickening that would render the tissue thick or unpliable? ¿¿one pt had prior surgery and had scar tissue at hilum where lobectomy was done what color cartridge was used? ¿¿green on bronchus do you believe the air leak was due to a deficiency with device as air leaks are rather common? ¿¿ I do not think it was a stapler issue per se. I had just questioned it as I have very few airleaks in my practice and this happened two times in one week with rather large leaks. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon had a patient the week of 10/7-10/11 that developed an air leak on post-op day 3. There was no air leak on days 0-2, it only developed on day 3. There was no malformed staples and the staple lines looked complete and uniform. Both leaks were small and from the lung and not the bronchus.